Event description:
It was reported that this cardiac resynchronization therapy pacemaker exhibited a high out of range pace impedance measurement. As a result the device was sensing was switched to unipolar. The device was reprogrammed back to bipolar pacing and sensing with acceptable measurements obtained. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the "nature of incident" field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. Intermittent pace impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker exhibited a high out of range pace impedance measurement. As a result the device was sensing was switched to unipolar. The device was reprogrammed back to bipolar pacing and sensing with acceptable measurements obtained. This device remains in service. No adverse patient effects were reported.